Event description:
On (B)(6) 2012, gambro learned that a patient in malaysia was undergoing continuous renal replacement therapy with prima flex m100 set. Toward the end of treatment, the medical staff observed blood on the gauze wrapped around the luer lock of the atrial and venous line of the circuit nad the medcom catheter. At the same time they noticed air in the extracorporeal circuit. Treatment was stopped and the patient had an estimated blood loss of 30 ml as the blood in the extracorporeal circuit was returned to the patient. The patient did not require nay medical intervention as a result of this event. No further medical data will be provided to gambro due to the patient's private and confidential information.

Manufacturer narrative:
Additional manufacturer narrative: the review of the prismaflex m100 set device history record and complaint history files for lot number 14c1208g shows that there is no manufacturing anomaly and one similar complaint reported from the same clinic. The prismaflex m100 set was discarded and not available for inspection. Reportedly, no visible defect was observed on the arterial luer lock connector prior to start or at treatment completion. The exact root cause of the reported event remains unknown.